Event description:
Resident laid down for am nap. Approx 1/2 hour later, resident apparently kicked or lifted bed rail off post and was found by nursing staff on the floor between bed and bedrail. Top of bed rail (head end) still up position; bottom bedrail off and away from post. This occurred at 2:15 pm on 5/8. Resident sent to hosp, with broken right hip. Resident returned from hosp 5/12/95. Resident expired 5/17/95 at the nursing home.